Event description:
It was reported that, "the lesion being treated was cto subclavian vein. The diagnostic catheter was inserted from the left antebrachium and advanced to the lesion, but the exact location of the occluded section was unable to determine. Next, the 8f 25cm sheath was inserted from right femoral and imaging was performed with the 4f diagnostic catheter, but the exact location of the occluded section was unable to determine either. The physician attempted to dilatate the 9mm around collateral grown up from the occluded section. The udt 9mm-4cm was inserted from femoral and the lesion was pre-dilatated. The easy wall 8f12-70 was advanced along with the gw (radifocus), but it was unable to approach to the lesion. Therefore, the amplats was inserted from antebrachium and was attempted to pull through with the snare from right femoral. But, the tip of the amplats was separated. (The kinked tip of the amplats was separated outside the pt.) The pt asked for stopping the procedure and the physician decided to stop. The easywall stent was deployed in ivc by accident when the physician was withdrawing it without check under fluoroscopy. The physician attempted to withdraw the delivery system, but the resistance was met and unable to be withdrawn. He cut the shaft that was coming out from the pt and withdrew the system. After that, he attempted to retrieve the stent with snare, but couldn't. He bent a wire (0.035inch j) in half and made a droop on the tip of the wire. The droop caught the stent and pulled it to iliac vein. The stent was took out by surgical procedure." It was further reported that, resistance was met with removal of the guidewire, and the fracture resulted in a complete separation of both polymer and core wire. "The pt was "ok" during this event. The pt's current status is reported as "stable."

Manufacturer narrative:
Device investigation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.